Event description:
Customer reported of receiving a reading of 253 mg/dl on her adc blood glucose meter which was higher than the reading of 111 mg/dl taken from a health care professional's (hcp) meter. Customer reported subsequently experiencing symptoms such as headaches, weakness, and nausea was due to "acting on a false high blood sugar reading". Paramedics were called and customer was treated with glucose via injection. Customer was not transported to a health care facility. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter's memory.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.